Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels displayed as "low" on the continuous glucose monitor. Contact believes the cause to be due to customer's settings needing to be updated. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.